Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia after announcing coffee as breakfast and again after announcing lunch while using an inset 23" 6 mm infusion set; glucose peaked at 289 mg/dl and remained above target for approximately five hours, and the user replaced the infusion site and resumed delivery. Symptoms included hyperglycemia without ketosis or acute complications. Outcomes included temporary interference with daily activities due to prolonged elevated glucose, with no medical intervention or hospitalization. Investigation included complaint handling, user education, and supply replacement. Investigation of this case revealed no device alarms, no confirmed device malfunction, and an unclear cause. It was concluded that the event was user-reported hyperglycemia with cause unclear and no evidence of device failure.